Manufacturer narrative:
(B)(6). Eval, results: eval of the returned product found that the alarm powers on but has no alarm tone. The buttons for delay and selection are not responding. There was no visual damage on the alarm case. (B)(4).

Event description:
The customer reported that the alarm has no power when tested with new batteries and there was no signs of damage to the alarm case. This was discovered prior to use with the pt. Inspection of the returned product found that the alarm powers on but has no alarm tone.